Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction. Until product is returned from the hospital, we remain inconclusive on the exact nature of the complaint. Further information will be conveyed upon receipt of the sample.

Event description:
The lumen of the pruitt f3 carotid shunt kinked during carotid endarterectomy procedure. He also complained the shunt to be stiffer. No further information was provided.